Event description:
Customer's spouse reported that the customer had passed away. The blood glucose reading at the time of death and the last recorded blood glucose reading recorded in the insulin pump were not known. The cause of death was a stroke. She stated that the customer was not wearing the insulin pump at the time of death. The insulin pump had been removed for surgery one day before the customer's passing. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.